Event description:
A malfunction on the pump was reported, but no notable events occurred before the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer called back ready to reset the pump, and technical support provided pump reset information and assisted with the reset. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues reoccur. The caller acknowledged and understood the instructions.